Event description:
Customer contacted beckman coulter inc. (Bci) regarding discrepant negative (-) urine test results generated by the icon 25 hcg test kits. A urine sample gave a negative (-) result when tested with the icon 25 hcg test kits the serum quantitative test on an alternate methodology gave a result of "400miu/ml". The same urine sample was retested after serum result was received and that result was also negative (-). The second urine sample collected from this patient tested positive (+). There was no affect to patient or user with regard to this event.

Manufacturer narrative:
Investigation by pcd with retains using controls gave expected results. Retain devices tested with customer return urine & serum samples exhibited expected positive results. Samples sent to outside lab for quant confirmation, but no additional information was supplied. A clear root cause for this event has not been determined to date. A malfunction will be assumed as a purpose of this report.